Event description:
It was reported that the patient with an implanted abbott pacemaker passed away. The patient had recently presented in-clinic due to heart palpitations, however, no device check was performed at the time. The cause of death and any relation to the abbott device is unknown at this time. The device was explanted post-mortem.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned due to patient death. The device was received with a battery voltage of 3.02 v. The device image was saved successfully. After all electrical tests performed, including thermal and mechanical stress testing the device exhibits normal characteristics with battery level 2.95 v. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity. No anomalies were found.